Event description:
I am the user of a t-slim insulin pump. I use autosoft xc infusion set. On the morning of (B)(6) 2022, my pump was ready for a reservoir and infusion set change, so I did so around 1030 am. I bolused for lunch as usual. About 2 o'clock, I realized that my sensor glucose reading was high (290) and trending higher. I knew my t-slim would adjust, so I continued on with my day. By 4 pm, my sensor glucose was over 400. I have not been this high in years and was shocked. Could not get it to come down. During a trip to the bathroom, I discovered the tubing was not connected to the infusion set. The set was properly applied to my skin and the cannula was under my skin but the tubing was not connected to the set (so impossible for insulin to be delivered). Lot number of the autosoft xc is 5353235; expiration date of autosoft xc is aug 1, 2024. FDA safety report ID # (B)(4).